Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized at time of call due to a high blood glucose level of 400 mg/dl. Customer put pump on and didn't notice that pump went into auto suspend until her blood sugars were at 400 mg/dl. The customer was wearing the insulin pump at the time of admission. Troubleshooting was not performed. The insulin pump was not returned for analysis.